Event description:
It was reported that a cartridge was not fully snapping into the pump. There was no adverse impact to the customer's blood glucose level. The caller was instructed by technical support to inspect and clean the pump's pneumatic tap area, remove any debris including an o-ring, and reload the cartridge. After following these instructions, the caller was able to resume insulin therapy successfully.